Event description:
The customer contact reported a separation. The tubing set was being used to deliver unspecified volumes of total parenteral nutrition and lipids, at an unspecified rate. After an unspecified length of time, the customer contact reported that while the nurse repositioned the pt, the clave port separated from the semi-rigid male/female adapter of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.